Event description:
No delay in pt diagnosis. The slide had no trigger cells in the 22 fields of view (fov) to prompt autoscan. Full review of the slide during qc showed abnormal cells outside the fov. Customer will not send the slide to hologic.